Event description:
Pt reports that her pen needles 31 g x 5mm (ndc number: (B)(4)) do not work well within her forteo pen. She reports that it fits too tight on her forteo pen and has made it more difficult for her to inject the medication.